Manufacturer narrative:
Conclusion: the customer requested preventative maintenance on the unit and to report any other failures for the customer to repair at their discretion.

Event description:
It was reported by service report that the head left inner siderail panel was cracked with the possibility of fluid ingression but no sharp edges. No pt involvement or adverse consequences were reported.